Event description:
Additional information reported the event was unresolved with no further actions planned.

Event description:
It was reported that there was worsening pain in the patient's upper back and lead high impedance. The stimulation was exacerbating the pain in the upper back. The patient was reprogrammed a few times. Device interrogation indicated some electrodes were out of range at greater than 40,000. Outcome was ongoing. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-56, lot# va01ytf, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# v994105, implanted: (B)(6) 2013, product type: lead. Product ID: 3487a-56, lot# va02g1l, implanted: (B)(6) 2013, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).